Event description:
User facility reported, a uterine perforation during an attempted novasure endometrial ablation. The procedure was abandoned and the physician "used stitches to repair perforation." The patient was discharged home. Follow-up on (B) (6) 2010 revealed the physician had difficulty dilating the patient. After three unsuccessful cavity integrity assessment (cia) tests, the procedure was abandoned and the perforation was confirmed on post hysteroscopy. A dilatation and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number not provided by the complainant. Serial number of the rfc not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device or additional information, a supplemental medwatch will be filed. (B) (4).